Manufacturer narrative:
The manufacturing and material records for the crown prt aortic pericardial heart valve, model # cna23, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a crown prt aortic pericardial heart valve at the time of manufacture and release. Based on the document review performed, no manufacturing deficiencies were identified. However, as the device was not explanted and the patient's clinical history and risk factors are unknown, no further investigation can be performed and the root cause of the event cannot be determined. Not explanted.

Event description:
A crown cna23 was implanted on (B)(6) 2015, and concomitant cabgx3 was performed. The mean gradient at discharge and at follow up on (B)(6) 2017 were 10 mmhg and 13.7 mmhg, respectively. The patient was admitted to the hospital in (B)(6) 2018 with decompensated heart failure requiring IV diuresis and inotropes. Echocardiography on (B)(6) 2018 showed a mean gradient of 27 mmhg with moderate ar. The valve was well seated with calcified cusps and reduced excursion. On (B)(6) 2018, the patient underwent urgent tavi due to structural valve deterioration.